Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of ultra set capd disposable disconnect y-sets had issues when the nurse was connecting the y-set to a patient's peritoneal dialysis (pd) transfer set. This was further described as the y-set "did not attach to the transfer set and it slipped off." This occurred twice on the same patient while preparing for the start of a peritoneal dialysis therapy session. The transfer set remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.